Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a high blood glucose level of 580 mg/dl and that the insulin pump had an alarm error and no delivery. It was stated that the set was changed but that it did not help. Insulin exited without the alarm during a test run and that the high pressure test resulted in no delivery. Customer was advised to call back if the problem persisted. There was no indication of the insulin pump returning for analysis.